Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor screen not working was not confirmed. The returned system monitor, serial (B)(6)., was functionally tested and passed all steps without any issue. The device operated on a mock circulatory loop for an extended period of time without any issue. The device functioned as intended during analysis and was returned to customer. Per provided information, the system monitor screen was not working as expected by a nurse. The biomed evaluated the device and was working as expected. A root cause of the reported event was not determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a broken screen. Upon biomed evaluation the system monitor was working.